Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 375cc mentor smooth round moderate profile saline breast implants. Post-operatively, the patient suspected that she experienced a deflation of her right implant. At the time of this report, the patient has not consulted with a healthcare professional regarding removal, and mentor has no information regarding explantation or an expected explantation date. The date of implantation was provided as an estimate.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 21, 2025, additional information was received indicating the explantation surgery is scheduled for (B)(6) 2025. On jul 30, 2025, additional information was received indicating the patient experienced bilateral deflation. This report is for the right breast prosthesis. On aug 14, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 28, 2025, it was discovered the returned devices were related to a separate complaint file. The impacted products for this complaint have not been returned. Manufacturer¿s reference number: (B)(4).